Manufacturer narrative:
It was confirmed that there were no medical decisions made on the basis of the patient results. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Upon review of instrument performance testing and alarm trace, there was no indication of a cause for the reported issue. The most likely root cause for the event is related to a sample pipetting issue. A sample pipetting issue may be caused by a general malfunction of liquid level detection, tilted 13 mm tubes in combination with a wet tube wall causing pre-mature liquid level detection, foam/bubbles on the sample causing an erroneous liquid level detection, use of non-specified tubes with a diameter of < 13 mm, or use of 13/16 x 75/100 mm tubes as secondary tubes in combination with low sample volume and any of the previously mentioned possible causes.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys tsh assay (tsh) on a cobas e 411 immunoassay analyzer (e411). The erroneous result was not reported outside of the laboratory. The sample initially resulted as 0.030 uiu/ml accompanied by a data flag. The sample was repeated, resulting as 1.32 uiu/ml. The sample was also repeated a second time, resulting as 1.38 uiu/ml. The patient was not adversely affected. The tsh reagent lot number was 185522. The reagent expiration date was asked for, but not provided. The field service engineer ran performance testing and checked analyzer adjustments. No general malfunction of liquid level detection was reported by the customer. The customer also stated that there were no alarms on the analyzer. No air bubbles or clots were detected in the sample. Calibration results were ok and controls were within range.